Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date) updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
Edwards received notification that this valve model 3300tfx23mm was explanted from the aortic position after an implant duration of nine (9) years and four (4) months due to severe calcification and moderate host tissue overgrowth. The patient was young at the time of initial surgery (44-year-old), so this was not considered a premature failure of the surgical device. A non-edwards device was implanted in replacement. The patient was noted as to be recovering after the procedure.

Manufacturer narrative:
The subject device was returned for evaluation. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. X-ray demonstrated metal band was pushed outwards around leaflet 3. Extrinsic calcific deposits were observed on the inflow and outflow surfaces of all three leaflets. Wireform was exposed on leaflet 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect. Sewing cloth was cut around leaflet 2 and leaflet 3 on the inflow aspect. Multiple sutures remained attached to the sewing ring around the valve. Two hematomas were observed on the outflow surface of leaflet 1 and 2. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.